Event description:
Patient implanted with 6-hole anterolateral plate and unknown number of screws for right distal tibia fracture. Surgeon states the contour of the plate was not perfect. Consultant indicates the patient anatomy prevented plate from fitting properly. No further information was provided. This is from lcp ankle trauma system mpe.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.